Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8110 device had lifted keypad during servicing. There was no patient involvement.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established additional information: device available for evalution ?, returned to manufacturer on, device return to manufacturer?, device eval by manufacturer?, imdrf annex a,b,c,d codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd service.

Event description:
It was reported that the 8110 device had lifted keypad during servicing. There was no patient involvement.